Event description:
It was reported that during a da vinci-assisted surgical procedure, the illuminator brightness level suddenly dropped from 100 to 0 and auto restored to 100. The customer was suggested to use a third-party illuminator to continue with the procedure. The system was not connected to the system logs during the support call. The customer confirmed no error message on the screen. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to check cable connection between the camera head and the dual camera ccu (doco). The tse also suggested a system restart and check again. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting illuminator issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the illuminator to correct the reported problem. The system was tested and verified as ready for use. The complaint regarding illuminator issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. During failure analysis, the technician installed the illuminator on the printed circuit assembly (pca) test system. The technician performed the bench test and fuse check, found no illuminator issues, and noted no errors upon illuminator start-up. The technician tried to ignite the illuminator, but the light source was not as bright as usual. The visual inspection shows the front housing has a few scratches and dents. The complaint regarding illuminator issue was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.